Event description:
It was reported while the surgeon was trailing with synfix trail; the tip of the inner spindle broke while the surgeon was hammering the trail into place. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.